Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead integrity alert (lia) triggered for oversensing noise on the right ventricular (rv) lead. The lead was capped. The previously capped pace/sense lead of the defibrillation lead was used. No patient complications have been reported as a result of this event.